Manufacturer narrative:
This file was originally submitted on 09/24/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
The shock delivered event was identified past the 30-day file date due to discovery during the review of all potential shock events for the final wcd post approval study report. Patient's caregiver reported "call 911 now, call the assure helpline now" alert. Patient's caregiver further confirmed that the patient received therapeutic shock. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
The shock delivered event was identified past the 30-day file date due to discovery during the review of all potential shock events for the final wcd post approval study report. The event was not communicated initially as an inappropriate shock event and therefore, was not filed within the 30-day limit. Also, the initial kit # reported- k0014201. On return after subsequent review it was determined that the initial kit # and the event date reported were incorrect. The correct kit # was identified as k0009698 and the event date is identified as 07/11/2024. The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard and felt the alert but did not cancel the shock using the wcd heart alert button.